Event description:
It was reported that the patient presented in clinic for initial implant procedure. During post operation check, it was found that the right atrial (ra) leadless pacemaker (lp) had dislodged into the pulmonary artery. The ralp was retrieved and explanted with no replacement implanted. Patient condition was stable.